Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an "occlusion - check infusion line" alarm. It started back priming and then returned to normal. The issue was found by the nurse during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a crack on the top case and broken seal on the bottom case. The event history log confirmed check infusion line occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the size pot was not working as intended. The size pot replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.